Event description:
It was noted that the patient experienced extra-cardiac stimulation around the pacemaker pocket. It was noted that the extra stimulus occurred with right atrial lead pacing. The right atrial lead was capped and replaced on (B)(6) 2022. No patient consequences were noted.